Manufacturer narrative:
(B)(4). Average age of patients was 70.5. Between october 2015 through december 2017. Article citation: jose, patricia, et al. ¿needling after xen gel implant: what¿s the efficacy? A 1-year analysis.¿ european journal of ophthalmology, vol. 31, no. 6, 2020, pp. 3087¿92. Crossref, doi:10.1177/1120672120963447. A request for further information has been made. Allergan has received no response from the authors. The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known adverse event addressed in the product labeling.

Event description:
The article "needling after xen gel implant: what's the efficacy? A 1-year analysis" noted adverse events with the xen®45 gts including 7 eyes with hyphema, 1 eye had corneal edema, 1 eye had choroidal detachment in the intra/early post op period. Per article, it was further noted that there were a total of 23 eyes that required salvage procedures including 18 needling and 5 surgical revisions. Two patients from the revision group went on to require additional glaucoma surgery. During the needling/revision procedures, 3 eyes experienced subconjunctival hemorrhage and one eye experienced hyphema, which resolved spontaneously and did not appear to be associated with poor outcome.